Event description:
The pt had two leads (from the same lot). It was reported the pt underwent surgical intervention on (B)(6) 2013, due to one of the leads migrating. During the procedure, one of the leads was repositioned. The other lead showed high impedance and was not providing adequate coverage. As a result, the doctor decided to explant the lead that showed high impedance. The explanted product will not be returned to sjm. The remaining lead that was repositioned is providing the pt with adequate coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.